Event description:
It was reported that pump screen was dark and would not turn on, and button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to press button in specific way, was advised to use multiple daily injections as backup therapy, and was provided replacement pump under warranty with guidance to place original pump in storage mode before return and to reenter pump settings into replacement device.